Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient had developed an infection at the implant area. Patient was operated on (B)(6) 2012, with at fracture at the proximal end of the left femur caused by a gunshot. During a follow-up visit on (B)(6) 2013, the patient was discovered to have an infection at the zone of the implant of the proximhi femoral lcp plate, and the medical recommendation was to remove the bone fixation material. It was also reported the patient had an abscessed cellulitis of the left thigh, with a red and hot area, but with no pain. No further information available at this time. This is 2 of 4 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.